Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states the pump had alarmed for motor error alarm. The customer states the device had off no power alarm without low battery alert. The customer's blood glucose level was unknown. Troubleshoot was conducted and the pump passed the displacement test. The customer was advised to monitor the device.